Manufacturer narrative:
Please note that the phone number for the initial report was not provided. (B)(6) was entered as the field cannot be left blank. The initial reporter phone number is unknown. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 59mm x 80mm palmaz genesis on opta pro stent delivery system (sds), the stent was untied when pushed onto an unknown guidewire. The problem was detected before the device was used in the patient. There were no reported injuries to the patient. Additional details were requested but were not provided. The device will be returned for evaluation. Addendum: the device was returned with the stent mounted on the delivery system; however, the stent is distally out of position.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, when using a 59mm x 80mm palmaz genesis on opta pro stent delivery system (sds), the stent was untied when pushed onto an unknown guidewire. The problem was detected before the device was used in the patient. There were no reported injuries to the patient. Additional details were requested but were not provided. The device was returned for evaluation. A non-sterile ¿long gen / pro 59 x 80 per 80¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received deflated with the stent out of position displaced toward the distal tip. The stent presents struts uplifted condition on the proximal edge. However, when reviewing the manage sample image, the damage is not seen. Therefore, the damage occurred after the device was returned and is most likely a result of decontamination and/or shipping. No other outstanding details were observed. The balloon area and the stent were inspected using a vision system to get an amplified image. The stent strut marks were observed on the balloon surface indicating the device complied with the stent crimp process. The out of position condition of the stent toward the distal tip was confirmed. The stent does not show any damages. The balloon area exposed without the stent is pleating. The reported ¿stent offset/out of position¿ was noted during analysis of the returned device; however, the exact cause cannot be determined. The stent was noted to have shifted on the balloon toward the distal tip of the balloon. An amplified image of the balloon was taken, the stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information for review, product analysis and with the limited amount of information provided, it is likely procedural factors and handling of the device during preparation contributed to the events reported. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum.¿ the information available nor the analysis of the returned device suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.